Event description:
During a stenting procedure to the right renal artery, the aviator plus balloon catheter (4245515w) was delivered for post-dilatation; however, the balloon ruptured at around 1-2 atm during the inflation using indeflator (e-charge, st. Jude medical, lot unk). The aviator plus was removed from the pt body and another aviator plus (6x15 mm) was used and the procedure was completed without any other problem. There was no adverse event and the pt is in stable condition. The physician was performing a percutaneous transluminal renal angioplasty to the right renal artery. There was mild calcification and vessel tortuosity. The rate of stenosis was 90%. The lesion was accessed from the femoral artery through guiding catheter (cat#: 670-082-55, brand name: unk, jr4, lot unk). The target lesion was crossed with guidewire (dejavu, (B)(4)) and pre-dilated with aviator plus (4x20 mm, lot unk). A genesis stent (5x15 mm) was placed in the lesion. This was the initial use of the device. There were no damages noted prior to inserting the product into the pt. The device prepped normally. There is no info concerning the contrast to saline ratio or if the same inflation device used. There is no info concerning if there was resistance/friction with the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no info concerning if there was any difficulty experienced advancing the balloon catheter through the vessel, the lesion, or if the device was ever in an acute bend. The device did not kink while being used. The balloon catheter was easily removed. There is no info if there was resistance experienced with other devices. The device was removed intact. The pt is in stable condition. There was no injury to the pt reported.

Manufacturer narrative:
This device is not available for analysis. Add'l info will be provided within 30 days of receipt.